Event description:
Device service required. No patient involvement.

Manufacturer narrative:
Correction : awareness date corrected to (B)(6) 2011. The device history records for the sam 300p device and the pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p last passed ¿out qat from heartsine technologies on the 24th july 2006. Upon receipt of the device at heartsine, the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate an rtc fault. The coin cell was measured and found to be depleted with the coin cell voltage being significantly below 3v. The user would have been alerted by a ¿device service required prompt¿ on shutdown of the device, as per the reported fault, and the absence of the green status led as the bt1 coin cell provides the power for the status led drive circuitry. The coin cell was replaced. The pad clock was then successfully resynchronised. Given that the last recorded date prior to the memory becoming full was the (B)(6) 2011, it is assumed the coin cell became deleted after this date resulting in the ¿device service required prompt¿. The green status indicator would have remained extinguished after the depletion of the coin cell. The depletion of the bt1 coin cell alone is not a critical failure and did not affect the devices ability to deliver therapy as demonstrated during the investigation. The returned sam 300 is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device service required. No patient involvement.